Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer stated that there was no insulin coming out during bolus. The customer's blood glucose was 50 mg/dl at the time of incident. The customer's blood glucose was 150 mg/dl at the time of call. The customer stated that they disconnected and reconnected the reservoir and infusion set and they were able to correct the blood glucose to normal. The insulin pump will not be returned for analysis.